Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple cartridge errors occurred that ¿required cartridges to be terminated early during the reset process.¿ there was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.